Event description:
It was reported that since having the device system implanted the patient experienced spinal headaches, forgetfulness, swelling in the legs, bladder problems, hair falling out, fatigue, legs quit working (her legs would give out and she would fall; it would take a few moments to regain feeling in the legs), increased pain in the legs, severe weight gain ((B)(6)), mood swings, and no sleep. The patient had a CT scan done the week prior and the day prior to the report and on "every level' she had bulging disc and scar tissue. The patient was to have a laparoscopy surgery done. The patient was taking additional medications including methadone, neurontin, soma, hydrocodone, valium, effexor, remeron, seroquel, phenergan and imitrex. The patient had also been drinking more caffeine due to the spinal headaches. The patient stated that "things started happening after the pump implant and thought she was healing." The patient stated that she had three surgeries because the catheter "kept coming out and knots formed from redoing the catheter." A healthcare provider (hcp) "finally put the catheter and pump in correctly" and 7 days later the patient was hospitalized due to her head "feeling like it was going to explode." The patient stated that she did not remember much besides being in the hospital for ten days because she was told her spine was leaking so much fluid. The patient had 2-3 blood patches and "it had just been one issue after another since." The patient had a laminectomy in 2008 where the "spine bumps" were cut off and thrown out along with a decompression. The patient believed this may have been prior to pump implant and admitted that she may have been off on her dates for that surgery. The patient stated that she could not sit because it would cause too much pressure, and had issues with standing and lying down. The patient stated that all of her symptoms happened before her oral medications and that the oral medications were introduced slowly "over the last six months." The patient slept for 4-6 hours a night but did not sleep for two weeks and then finally "crashed." The patient had four kids and her situation did not allow for her to be active with them. The patient had several dye studies when the catheter kept coming out and also every time it was put in. One dye study was performed last year before the patient's medications were increased. The hcp tried increasing and decreasing the pump settings and patient could not tell a difference between the two changes. The hcp was not happy when decreasing the pump settings. The patient had also seen a primary care physician at a different clinic and "just did not know what to do." The patient did not feel the pump was for her, but her hcp would not explant the device system. The patient had been told that if she went looking for another hcp she would be "blackballed" and will not be seen. The device system was used to deliver dilaudid. It was later reported by the hcp that the pump was functioning appropriately. On (B)(6) 2012, the dilaudid was removed from the pump and replaced with normal saline per request of the patient. Additional symptoms included swelling and uncontrolled pain; however, the hcp noted that other patient comorbidities were possibly responsible for the swelling. The hcp was to evaluate the patient for the following 4 weeks with intrathecal saline. The patient outcome was reported as no injury. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter.

Manufacturer narrative:
(B)(4).